Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on apr 24, 2020, it was determined that this event no longer meets the criteria of a reportable event. Investigation found that the item was not manufactured by zimmerbiomet. As a result, the prior submission for MFR- 0002023141 - 2020 - 00351 submitted on feb 21, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (b)9(). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the patient had constant pain and some slight mobility. The implant was removed.